Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, which resolved the issue, as the error did not reoccur afterward. The caller was advised to wait 20 minutes before starting a new sensor session, and they understood and acknowledged the instructions.